Event description:
It was reported that during a ptca procedure, the guide wire tip became lodged within a totally occluded lesion, separated and remained in the pt. The guide wire had been advanced into the lesion via a balloon catheter. No medical intervention was attempted. The procedure was concluded without aggravating the pt's existing condition.